Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: the pump has been returned and evaluated by product analysis on 09/29/2017 with the following findings: during investigation the pump was found on power on with an auditory and vibration to a blank screen. The u17 slave processor upload was unsuccessful, and a u17 slave processor failure was concluded. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad, with the returned battery cap undamaged and able to fit securely. The pump¿s cover was removed, and no intermittent condition was found to the printed circuit board.